Event description:
Info received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail latching mechanism was covered with a sticky fluid preventing the siderail from latching. The technician cleaned the latch mechanism to repair the bed.